Event description:
It was reported that the customer had high blood glucose levels of 197 mg/dl. The customer requested for test to be done on the insulin pump since he feels that something might be wrong. The history of the insulin pump was checked and the insulin pump passed. A self-test was also performed on the insulin pump and it passed. The customer performed a bolus for 14.9 units of insulin and checked the history of the insulin pump. The bolus history showed a bolus of 17 units of insulin even though the maximum bolus was set at 15 units. The bolus history of the insulin pump was checked and showed a bolus of 14.5 units. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.